Event description:
Reporter indicated that vns pt's device was programmed to off approx three years prior to explant due to "hoarseness and nerve damage". The nerve damage resolved after the device was programmed to off, but the hoarseness was constant. At the time that the device was programmed to off, treating physician indicated that the pt had flaccid paralysis of the left side of the larynx, which was believed to be secondary to over stimulation of the vagal nerve, and therefore recurrent laryngeal nerve and superior laryngeal nerve. It was noted that vocal cord paralysis occurred after the pt's device had "discharged excessively for over one week", it is believed that the excessive stimulation was a result of the high duty cycle to which the device was programmed and not due to device malfunction. The right vocal cord was not compensating, resulting in hoarseness. At that time, treating physician expected no further abnormal stimulation after the device was programmed to off and believed that the vocal cord would come back to full function over time. The pt's current condition is reportedly stable. It was reported that the vocal cord paralysis has resolved. At the pt's request, the device was explanted three years after it was programmed to off. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.